Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left anterior descending (lad). The 1.5x20mm mini trek rx balloon dilatation catheter (bdc) was prepared without issues and advanced to the lesion. Resistance was noted with the anatomy. During the initial inflation, the balloon ruptured at 6atms. The bdc was removed and a non-abbott device was used to continue the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.